Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2020, the c2602 cusa excel 36khz straight handpiece would not function. The handpiece caused the cooling water alarm to alert when the surgeon tried to use it for a neurosurgical procedure. No amplitude output was noted. There was no patient injury reported. A surgical delay was unknown. Request for additional information was sent.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. Product not received for evaluation. The device history record was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis and determination of root cause was not possible. The complaint could not be verified as the product sample was not returned in order to verify the complaint. Based on the customer reported failure ¿would not function and cooling water alarm ¿ its possible this complaint was as a result of a defective cooling water system. However, without testing it is not possible to verify. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.